Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Healthcare professional reported left side ¿increased echogenicity within the left axillary lymph nodes, suggestive silicone¿. Healthcare professional also reported ¿scattered cysts are present¿, ¿hypoechoic nodule¿, all not related to the device. Device remains implanted.